Manufacturer narrative:
(B)(4). No used product was returned. However, 23 unused products were returned. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the manufacturing process and again, prior to transport. Per the caution label that is provided with this device, it is illustrated, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without an inspection of the complaint product, a definite root cause cannot be found. However, in previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In the absence of any detail concerning this complaint, the root cause cannot be determined. It should be noted that since the complaint is specific to the wire guide in this procedure, the unopened unused devices were not examined. The root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Per the quality engineering risk analysis, which was performed, there is insufficient risk.

Event description:
The physician inserted the needle but could not gain access in the artery. When attempting to remove, the distal end of the wire broke and remained in the pt. Surgical cut down was performed to remove the wire, however, a portion of the wire still remains in the pt. The artery was closed. Access was gained on the other side to complete the procedure. Per the info received on (B)(6) 2012, all of the wire was surgically removed from the pt the day of the event. No add'l details regarding outcome of the pt were provided.